Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: opening, opening crack, crease fold. Leak test was performed and found opening on posterior and opening crack on diaphragm valve. A microscopic analysis was performed which identify opening crack, opening striate on posterior side. Based on the device analysis the final assessment is: a striate opening on posterior assessed as surgical damage. A crack opening on diaphragm valve assessed as cracked valve seat diaphragm valve. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported a right side deflation. The device has been explanted.